Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the device had a main alarm fault. The customer reported that the unit was not in use on patient at the time of the reported event. The customer contacted product support and requested for service repair.

Manufacturer narrative:
Upon further investigation, the following has been reported that the issue was discovered during testing. Therefore, this complaint no longer meets reportability requirements.